Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks for atrial fibrillation (af). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.